Event description:
It was reported that while attempting to use the high torque intermediate guide wire as a snare device, the wire separated. A snare device was then used to retrieve the guide wire tip. Reportedly, there was no pt sequelae associated with this device.

Manufacturer narrative:
Quality assurance analysis revealed the unit was returned without the tip coils. The coils were separated at the center solder location. The tip of the wire appeared twisted. Quality engineering determined the device was subjected to forces beyond the design limits of the device during the attempts to retrieve the broken tip of another guidewire. Retrieval of foreign matter is not an intended use for a guide wire. The scanning electron microscopy (sem) analysis confirmed that the device was rotated several times causing the tip to separate. The IFU clearly warns that torquing a guide wire against resistance may cause tip separation. The IFU also states to determine the cause of the resistance under fluoroscopy & to take any necessary remedial action. A review of the finished device mfg records for this product lot revealed no non-conformities. Quality engineering concluded that no corrective action is warranted at this time. As part of the quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends & kinks to ensure proper device structure & integrity. This MDR is considered closed by the quality assurance department.